Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. The left ventricular lead exhibited significant increase in capture threshold and dislodgement was suspected. Programming interventions were made. The patient was stable.